Event description:
Customer reported that the alarm sounds continuously when in use with the pir sensor. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. Customer is not sure if the sensor is functioning properly and did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue of a continuous sound when in use with the sensor. The alarm was tested with the customer returned sensor and the alarm is not continuous. However, a battery spring is bent and the case is bent near the battery door. Battery door is difficult to close due to the case damage but stays secure once closed. The unit passes all functional tests. Note: instructions for use states: hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).